Event description:
It was reported that following placement of a 4.0 x 15 mm promus stent in the mid right coronary artery (rca), a small perforation was noted. Subsequently, the perforation was treated with prolonged balloon inflation and protamine was administered. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There were no reported device malfunctions or product deficiencies. The reported patient effect of perforation is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.